Manufacturer narrative:
The failure investigation has been completed and the alleged cracked and unresponsive touchscreen issue was verified. Based on the analysis, the alleged pump casing issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 217 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.